Event description:
Customer reported the system is having problems with the vertical lift. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. No pt injury was reported.